Event description:
System had recently been upgraded, and during start-up displayed an error message that the footswitch/keypad wasn't recognized. The customer attached both the footswitch and remote keypad and rebooted the system and received the same connection issue. The customer removed the st holster and attached a handheld holster and the unit booted up fine. The dr decided to reschedule the pt for a different day. The customer will be sending the control module back for analysis.